Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Defective, damaged cable was noted. In addition, device evaluation noted flooding in the main unit imaging, there was flooding in the camera cable, a scratch (hole) on the camera cable and a video connector damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the most probable cause of the complaint was a component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that streaks appeared in the endoscopic images from the subject device. There were no reports of patient harm.

Event description:
It was reported that streaks appeared in the endoscopic images from the subject device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.